Event description:
Pulse ox probes do not sense or stop sensing in the middle of a case. This is occurring in multiple different surgical cases with multiple products/lot numbers from the manufacturer.